Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the alarms were cleared and insulin delivery was resumed. Customer's blood glucose ranged from 250-269 mg/dl.